Event description:
It was reported that the device exhibited far r-wave oversensing on the atrial channel and failure to sense atrial events that were occurring simultaneously with ventricular activity. Programming changes were recommended and the physician elected to take no action. The device remains implanted, and the patient was in good condition following the event.